Manufacturer narrative:
(B)(4). Examination of the returned device confirmed the reported event. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that when scrub tech was trying to unscrew the stem trial extractor from the trial stem the threaded end of the extractor broke off in the trial stem. Both needs replaced. All parts accounted for and did not effect the surgery in anyway. Happened on the backtable.